Event description:
It was reported that the patient had inappropriate shocks post implant due to oversensing of noise via air bubbles. Also, the intrinsic amplitudes were low. Technical services reviewed the electrograms and discussed them with the caller. There were no additional adverse patient effects. The system remains implanted.